Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the when the doctor went to lock the pump on the apical cuff, the lock would not fully engage. The doctor visualized the cuff and pump to ensure no debris was obstructing the lock. They then tried to reposition the pump and was unable to fully engage the pump to the cuff. No excessive force or tools were used to make the connection. A new pump was used with no issues with the locking mechanism.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas (left ventricular assist system), (B)(6), confirmed excess silicone adhesive residue on the motor housing, cuff lock, and cover plate, which may have contributed to the reported difficulty fully engaging the cuff lock during device implant. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the perforated outflow graft bend relief properly engaged at the graft hardware. The apical cuff was not returned. The cuff lock was returned in the unlock position; however, a scratch mark was noted on the motor housing (figure 2). The tunneling adapter was returned attached to the pump cable. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that could have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. After cleaning, the cuff lock was placed on a 1:1 scale drawing, and it was shown that one of the cuff lock locking arms appeared to be deformed and bent outward. Dimensional analysis of the cuff lock using a vision system confirmed that one of the locking arms had become bent out of specification, as well as the distance between the pins on each end of the locking arm. Additionally, dimensional analysis of the wiper seal and motor cap found that both were within the manufacturing specifications. The cuff lock assembly was reassembled, and engagement testing was performed using a demo mini apical cuff. The cuff lock did not appear to slide as intended at first; however, with some additional force, the cuff lock was able to be properly engaged. The cover plate screws and the cover plate were removed, and the underside of the cover plate revealed silicone residue around the screw holes. Additionally, there was excess silicone on the motor housing, within the groove pathway of the cuff lock. Visual inspection of the cuff lock after it was removed from the device revealed wear marks on the sides of the cuff lock. The excess silicone on the motor cap and cover plate may have caused an obstruction in the cuff lock groove, knocking it off its normal pathway, resulting in difficulty engaging the cuff lock as well as subsequent scratching of the motor housing. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A manufacturing analysis was performed. The root cause of the reported event could not be definitively attributed to method, mother nature, machine, material, or measurement, as all manufacturing, inspection, and rtv application processes were executed in accordance with (B)(4) and met the required criteria. However, human error ("man") is retained as a potential root cause due to the limited visual detectability of excess rtv after screw torquing, which may result in over-application going unnoticed during inspection. The cover plate blocks visibility to this interface, so additional inspections would be ineffective. To mitigate this risk, operator retraining will be conducted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. The surgical procedures section of the IFU describes the preimplant, implant, and explant procedures for the heartmate 3 left ventricular assist system. This section of the IFU includes steps to ensure proper engagement of the cuff lock. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. The IFU states that if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.